Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the patient line overflowing which occurred on the home choice (hc), during priming. The technical service representative (tsr) asked the home patient (hp) if he put the supply bags on top of the hc, and the hp stated no, they were on the side on a table. The tsr explained that the patient line may be lower than the heater bag and some solution would come out of the patient line. The tsr explained that the hp could raise the patient line in the organizer. The tsr explained that if the hc does not prime the patient line completely, the hp can reprime the patient line. The tsr explained that if the hp needs assistance with repriming, the hp can call baxter. The tsr explained that if the patient line still overflows after the patient line is raised, the hp should contact baxter back. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was from a home patient for overprime. The complaint was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.